Manufacturer narrative:
Additional information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2022-10924. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise on the right ventricular (rv) lead and atrial lead. No changes or intervention was reported. The patient condition was unknown.